Manufacturer narrative:
Reported issue of ligator housing detached. Reported issue of suture broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the ligator head got stuck on the varix when the yellow band was released. Reportedly, the suture broke and the ligator head remained stuck on the varix. The detached ligator head was difficult to retrieve and the physician didn't want to forcibly remove it which might cause the varix to burst. The other bands were able to release successfully and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The patient is scheduled for rescope in four weeks, when the ligator head is expected to have sloughed off from the varix.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. The ligator head , bands, and irrigation tube were not returned for evaluation. A visual examination of the returned device found the suture to be fully intact and attached to the trip wire loop. The proximal loop of the trip wire was observed to be retracted into the handle. It was noted that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu, which most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the ligator head got stuck on the varix when the yellow band was released. Reportedly, the suture broke and the ligator head remained stuck on the varix. The detached ligator head was difficult to retrieve and the physician didn¿t want to forcibly remove it which might cause the varix to burst. The other bands were able to release successfully and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The patient is scheduled for rescope in four weeks, when the ligator head is expected to have sloughed off from the varix.